Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient came in for revision of his ltka, it was done going on 20 years ago, originally by dr. (B)(6). The patient was having pain, and the x-rays indicated that there was likely severe poly wear. A scope was performed first, and we noticed that the femoral component was cracked on the lateral side. We had to do a full revision because of this finding. During the revision, we removed the cracked femoral component (came out in several pieces), as well as the worn tibial insert and tibial base plate. The advance revision system was used for the revision.